Event description:
It was reported that the patient presented for a right atrial lead revision due to dislodgement. Chest x-ray revealed the lead was in the inferior vena cava. During the lead repositioning procedure, the helix was difficult to extend and retract. The lead was explanted and visual examination revealed tissue in the helix. A replacement lead was implanted. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.